Event description:
It was reported that during a trial, the lead was bent and all electrodes displayed abnormal impedance values. Impedances were measured 10 times. Another lead was used and all impedances values became normal. The lead was believed to be defective. The manufacturing representative stated the bend in the lead stylet did not appear to be the cause.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).